Manufacturer narrative:
A replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron wash concentrate bottle was leaking due to the outer packing was broken. No injury or operator exposure was reported in this event.